Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was exposed completely above the skin of the patient after deployment and when the device was removed. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The patient was thin. There were no visible signs of device/package damage prior to use. The mynxgrip vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The deployer¿s mynx training status was mynx certified. The patient did not have any relevant medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Anticoagulants, antiplatelets or any thrombolytics was not used. The patient¿s international normalized ratio (inr) was not greater than 1.5. Hemostasis was achieved by manual pressure for less than 30 minutes and the procedure was completed. Other additional procedural details were requested but were not available/unknown. The product was not returned for analysis. A product history record (phr) review of lot f1933703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to hold the tamp tube in place, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) was exposed completely above the skin of the patient after deployment and when the device was removed. Hemostasis was achieved by manual pressure for less than 30 minutes and the procedure was completed. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The patient was thin. There were no visible signs of device/package damage prior to use. Thee mynxgrip vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The deployer¿s mynx training status was mynx certified. The patient did not have any relevant medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Anticoagulants, antiplatelets or any thrombolytics was not used. The patient¿s international normalised ratio (inr) was not greater than 1.5. Other additional procedural details were requested but were not available/unknown. The device will not be returned for evaluation because it was discarded.